Manufacturer narrative:
The customer flushed the probes as a troubleshooting measure. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse found mc wash collar was leaking, and replaced the wash collar vacuum valve. The fse verified the repair per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak on unicel dxc 600i synchron access clinical system. The customer reported that the sample probe and collar wash area on the mc side were leaking and that the leak sprayed onto four (4) open sample tubes that were on the instrument at the time. The customer reported that there were no erroneous results generated, but new samples had to be obtained form the patients. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.